Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09391. It has been reported the patient has been charging the ipg more frequently than usual. Based on the provided parameters the system has been observed to have low impedance values. In an effort to resolve the issue a replacement charging system was sent to the patient. Attempts to obtain additional information regarding the patient's condition and/or device status have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.